Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in the fluoroscopy room, the ureteral stent got ruptured when the user pulled the thread of the stent during the attempt to indwell it. Per follow up information received on 29jun2022, when the unneedful thread was pulled to attempt to cut off before the stent was placed, the stent limb got torn. The device was not used.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the fluoroscopy room, the ureteral stent got ruptured when the user pulled the thread of the stent during the attempt to indwell it. Per follow up information received on 29jun2022, when the unneedful thread was pulled to attempt to cut off before the stent was placed, the stent limb got torn. The device was not used.